Manufacturer narrative:
Concomitant medical products:model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was thin and the splitter headers were likely rubbing against the internal skin and irritating it. The patient will be given an injection in that area.